Manufacturer narrative:
B3 date of event: date of event was approximated to 06/01/2024 as no event date was reported.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified and mildly tortuous artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during third inflation at 10 atm for 30 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified and mildly tortuous artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during third inflation at 10 atmospheres for 30 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
B3 date of event: date of event was approximated to 06/01/2024 as no event date was reported. Device evaluated by MFR: the complaint device was received for product analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 7 mm proximal to the distal marker band. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube shaft found no issues with the shaft. No other issues were identified during the product analysis.